Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was damaged. Pump's front and rear housing was cracked. Review of the device data log identified following error in history: "0025> error, 1210, (B)(6) 2018, 2:45:00 pm; 0024> error, 1261, (B)(6) 2018, 2:45:00 pm." Functional testing included use testing. The pump was powered on and the pump alarmed ec 1210/ ec 1260 constantly. The ec 1210/ec1260 is a corruption of the memory of the circuit board. The reported problem was duplicated. Based on evidence, the complaint was confirmed. The root cause of the event was attributed to the circuit board.

Event description:
Information was received indicating that a smiths medical cadd-legacy pump gave error 1260. No adverse effects were reported.